Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt weight not reported. This report is for unknown curette tip /unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Serial number reported as (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. PMA 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
User facility medwatch report # (B)(4) was received. It was reported that on (B)(6) 2016, the curette tip broke off in open wound. This complaint involves 1 device. Concomitant device reported: unknown spine (referring to implanted cage) (part # unknown, lot # unknown, quantity unknown). This report is 1 of 1 for (B)(4).